Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) with syncope. The right ventricular (rv) lead was found to be exhibiting non-capture. When the lead was capped and replaced, it exhibited high and unstable thresholds through the analyzer. The implantable pulse generator (ipg) was explanted and replaced during the procedure due to non-capture and unexpected longevity. The ipg was at end of life (eol). No further patient complications have been reported as a result of this event.